Manufacturer narrative:
The approximate age of the device is 7 years and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that during a review of log files, technical services observed a loss of power to the mobile power unit (mpu). The emergency back-up battery engaged as designed and continued to provide power to the lvad until power was restored to the mpu. There was no interruption in pump function and no adverse patient impact.

Manufacturer narrative:
Section b5, h4: additional information. Manufacturer's investigation conclusion: the reported events of no external power were confirmed via the provided log file. One log file (B)(4) was reviewed, containing 240 events spanning 12 days (B)(6) 2019 ¿ (B)(6) 2019 per timestamp). On (B)(6) 2019 from 12:29:42 to 12:32:49, multiple no external power / low battery hazard events occur. The same sequence of events happen again on (B)(6) 2019 from 06:37:41 to 06:37:57. The alarms cleared when ac power was restored, and the alarms did not affect the controller¿s ability to operate the pump at the set speeds. There were no other notable alarms active in the log file. The mobile power unit was not exchanged. The provided information indicated that the customer was unsure if a vlock connector was being used with the mpu. Although the no external power alarms appeared to be caused by a loss of ac power, the root cause for the loss of ac power was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further information provided stated that patient¿s mpu was at the rehab facility the patient was in and the facility was unable to assess the unit. The hospital was unsure if the patient had a v-lock connector on the ac cord. The patient was unable to comment on if there were any environmental circumstances that would have affected the ac power at the time of event.